Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 120 to 135 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed spec since they are kept in dining area. Test strip lot manufacturer's expiration date is 07/30/2016 and open vial date is 1 to 2 weeks. Recall test results performed from meter memory (date / time not set): 1: 81 mg/dl (B)(6) 2014 10:57pm fasting: yes, 2: 59 mg/dl (B)(6) 2014 10:51pm fasting: yes, 3: 62 mg/dl (B)(6) 2014 08:21pm fasting: no, 4: 62 mg/dl (B)(6) 2014 02:33pm fasting: yes, 5: 60 mg/dl (B)(6) 2014 02:50pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.